Event description:
The patient was revised to address pain, alval, and noise.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Right; asr xl. Reason(s) for revision: component loosening( querying) of the acetabular cup.

Event description:
Information received (B)(6), implanted in 2005. Revision due to pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status: as there were no x-rays provided, and the returned products could not be reviewed due to legal reasons, no further investigation could take place. Root cause: undetermined, insufficient information. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should additional information be received then the complaint shall be investigated further.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - on august 8th 2010 our sales rep (B)(6) received a letter from the patient ((B)(6). She received asr in 2005 (surgeon (B)(6)) and on july 26th she consulted prof. (B)(6). He advised her to change the implant. Now she's asking for a compensation. We have no information about product number, lot number, or patient demographics. Information received 25th october, implanted in 2005. Revision due to pain. Duplicate of (B)(4) now closed. (B)(6). Additional reason for revision - alval, noise. Update- added hip side, system, reason for revision. Taken from caimsuite dated 15th feb 2013. Right. Asr xl. Reason(s) for revision: component loosening(querying)looseng of the acetabular cup. Update - the products have been retrieved from the freezer and these have been sent to (B)(4) as part of the asr recall program, added patients sex. From email dated 3rd september 2014.